Manufacturer narrative:
Evaluated one seal reservoir. Performed pre-fill reservoir test. Found no leakage anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no leakage when plunger was disconnected from reservoir, performed manual test per and found plunger easy to release from stopper-plunger. Also ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 430 mg/dl at the time of incident. The customer was getting a leak of insulin out of the reservoir, when he removed the plunger. Customer also mentioned that the o ring was missing when plunger was removed. The customer reported that the leak was at pass second o ring. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned and reservoir will be returned for analysis.